Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set that there was a fluid leaking from filtered line out of base of blue connector piece. Valve inside of blue connector ¿ pieces getting stuck and not allowing back priming. Leaking noted from filter component of the line. This has occurred on two separate occasions at different sites (same lot number). There was patient involvement, but no harm.